Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the tip of the harmonic blade broke off when it came in contact with the metal manipulator. Unknown if the tip is in the patient. It was not reported how the procedure was completed as the procedure was ongoing at the time of the call. The doctor will be performing an x-ray to determine if the tip is still in the patient. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # p93u4a. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on a gen11 an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, and contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information received: additional information received from the rep on 4/23/2019: what efforts were made to locate the broken blade during the procedure? Unknown. Was this procedure converted to an open procedure? No. Are there any plans to locate the broken blade ? Unknown. Was there any change in the patient care as a result of this event? No. What is the current patient status? Patients surgery was finished and sent to recovery. Unknown past that.